Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) system reported feeling terrible. A revision procedure was performed, where the lead in the left bundle branch block (lbbb) position was explanted. During the lead explant, the physician observed that the ra lead was dislodged, and the right ventricular (rv) lead appeared to be fractured. The physician decided to explant the lbbb and ra leads and surgically abandoned the rv lead. The physician successfully implanted non-boston scientific leads as replacements of the leads. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) system reported feeling terrible. A revision procedure was performed, where the lead in the left bundle branch block (lbbb) position was explanted. During the lead explant, the physician observed that the ra lead was dislodged, and the right ventricular (rv) lead appeared to be fractured. The physician decided to explant the lbbb and ra leads and surgically abandoned the rv lead. The physician successfully implanted non-boston scientific leads as replacements of the leads. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.